Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information provided the reported post-procedure single leaflet device attachment (slda) is the result of patient anatomy. The reported recurrent mitral regurgitation (mr) and tissue damage are likely results of the slda. The reported heart failure is likely a result of the recurrent mr and tissue damage. The reported patient effects of heart failure, tissue damage and recurrent mr, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report single leaflet device attachment (slda), heart failure, recurrent mitral regurgitation (mr) and tissue damage. It was reported that on (B)(6) 2020, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4+. Two mitraclip were successfully implanted, reducing mr to a grade of 2+. It was noted that imaging was difficult. On (B)(6) 2020, the patient returned to the hospital with heart failure symptoms. Echocardiogram was performed and showed the first of the two implanted clips had torn from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda), causing mr to increase to a grade of 4. Tissue damage was also noted to the posterior leaflet. The physician stated that the slda was potentially caused by the thin posterior leaflet. No additional information was provided.